Manufacturer narrative:
The device was returned to olympus for inspection. Based on the provided information, it was unknown whether the user conducted reprocessing in accordance with the instructions for use (IFU); therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, it was found that nozzle had foreign objects. There was no patient involvement.